Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the brush head of the first attachment detached from the main replacement head in his mouth, and now the second brush head had become extremely loose. No injury was reported.